Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/6 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter?s technical service center to report a system error se2240 alarm (air in the set) while on the homechoice (hc) device during dwell 3/6. The technical service representative had the homepatient (hp) cycle power and explained that she would need to start over with new supplies. The hp was going to call the peritoneal dialysis nurse (pd) (rn) in the morning for therapy advice and just discontinue therapy for now and discarded the supplies. Product surveillance contacted the home patient's nurse regarding the system error. The nurse stated that she just saw the patient on (B)(6) 2010 and everything was fine. The patient has been continuing therapy. No medical intervention or patient injury was associated with this report.